Event description:
Yesterday morning, I was rushing and grabbed a bottle of clear care contact solution. I squirted it on my contact before inserting in my eye. Needles to say I thought it was saline solution but was quickly made aware that it was not when my eye started burning with an incredible pain. Getting shampoo in my eye was nothing compared to the clear care solution which has 3% hydrogen peroxide. I rinsed out my eye several times with water. Flushed it as much as I could. I also called my eye doctor and she had me come in, so she can check my eye. She flushed and cleaned my eye and then prescribed medication eye drops and an over the counter eye wash. My left eye is very red, watery, and has been oozing mucus over 24 hrs now. It has continued to throb and hurt. It feels like I was socked in the eye and have an continued eye headache. Mfrs of clear care must change shape of bottle. It should not look identical to contact saline solution bottles. When your vision is blurry without your prescription, you don't read the label you grab what your accustomed to using. Outcome: temporary harm/injury. Pt counseling provided: unk. Pt's age: adult (18-64 years). (B)(6).